Event description:
It was reported that the system 9800 had several malfunctions in a single procedure. The left monitor went blank and the error message "high capacity disk failure" was displayed on the right monitor. Also, the camera continued to rotate even when the rotate command was terminated. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The symptoms cited could not be duplicated. Found conductive shield debris inside interconnect cable. The debris was removed. Calibrated and verified camera stops. The system was tested and found to be working as intended and placed back into service.